Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous balloon dilatation of artificial arteriovenous fistula in the left forearm and thrombolysis in the upper limb vein with b-mode ultrasound under local anesthesia. After gaining vascular access under the guidance of b-mode ultrasound, a 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient condition following the procedure was stable. It was further reported that the 60% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. The balloon ruptured upon first inflation at 22 atmospheres for 3 minutes. The device was removed along with the guidewire.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 15mm in length and extended from a position 4mm proximal of the distal markerband to 18mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Manufacturer narrative:
D2b: pro code (product code): lit. E1: initial reporter address 1: (B)(6) hospital. G4: premarket/510(k) #: k141597.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous balloon dilatation of artificial arteriovenous fistula in the left forearm and thrombolysis in the upper limb vein with b-mode ultrasound under local anesthesia. After gaining vascular access under the guidance of b-mode ultrasound, a 6.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient condition following the procedure was stable.